Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were multiple occurrences where the pump was unable to detect the insulin cartridge. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully loaded the same cartridge.